Event description:
It was reported that the patient presented after hearing an alarm at home. A lead alert was noted with noise, oversensing, and high pacing impedance, and possible fracture was also noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action, but product analysis found that the device did not perform as described in the field action. Concomitant medical products: 6996sq58 lead, implanted: (B)(6) 2010; 5071-35 lead, implanted (B)(6) 2006. (B)(4). Evaluation summary: analysis was performed and no anomalies were found, however visual summary analysis of the lead indicated apparent explant damage; distal segment returned and analyzed.